Manufacturer narrative:
The subject device was returned to oekg for eval. The eval confirmed a perforation of the biopsy channel at 3cm from distal end of the device, scratches inside the channel, and porous and cracks on the cementing around the ccd lens and light guide lens. Additionally the eval confirmed angle rubber, distal end cover, light guide lens and angulation system had signs of wear and tear. However,there was no irregularity with the subject device that might lead to the reported syndrome. The exact cause of the reported event could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that at the end of gastroscopy to stop bleeding from a palliative tumor disease in the region of the cardia, the pt developed acute abdominal compartment syndrome (caused by intra-abdominal increase in pressure) with compression of the abdominal aorta, caused by extensive air in the small intestine, induced by air insufflation. It was reported that the pt had developed tumor-caused constriction in the region of the cardia, and the escape of the insufflated air from the subject device to outside of the body/aborally was presumably prevented from the constricted cardia due to the tumor and the insertion portion of the subject device, which led to the described syndrome. The pt reportedly died on the day of the examination. The cause of the outcome of the pt is unk.